Manufacturer narrative:
Device evaluation: one 2401-0004 sample was received without packaging for investigation; some residual fluid was present in the set and no connecting product was available. The customer reported that the affected sample was from lot: 24125001 and that "pump alerted saying "fluid side occluded"." It was "noted [that] the medication infusion bag was empty but chamber still full of medication and line full of medication down to alaris pump and just past, then just air from below pump to patient side approx 62 cm of air." The returned samples were subjected to functional testing by priming and infusing via gravity; no air ingress was observed within the line throughout testing. Furthermore, the set was clamped off at different points and subjected to leakage testing by submerging the clamped section in water whilst pushing air through using a 50ml bd plastipak syringe; no leakage was observed at any point in the set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24125001 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2401-0004 product over the past 12 months.

Event description:
It was reported that the bd alaris pump module administration set had air bubbles / air in line. The following information was provided by the initial reporter: pump alerted saying "fluid side occluded". This would usually mean the line near the fluid bag was twisted. Noted the medication infusion bag was empty but chamber still full of medication and line full of medication down to alaris pump and just past, then just air from below pump to patient side approx 62 cm of air. Unsure where the error has occurred, filter attached at bottom of the line at patient side unknown how this occurred and unsure which part between the medication bag and patient where the issue occurred.